Manufacturer narrative:
During inspection and testing, there was leakage of the ultrasonic medium from the insertion tube and blood had infiltrated the inside of the tip sheath. The reported issue (distorted image) was also confirmed during testing. A review of the device history record found no deviations that could have caused or contributed to the reported issues. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely that some external force was applied to the device leading to the perforation of the tip sheath, and leakage of ultrasonic medium from the broken part, which led to invasion of blood. The hole in the tip sheath also likely led to the image being distorted due to the decrease of ultrasonic medium and penetration of bubbles. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "do not push and pull the ultrasonic probe for three-dimensional scanning with strong force or pull it into the curved part of the endoscope while driving the ultrasonic probe for three-dimensional scanning (freeze release state). Pay special attention to pushing the 3-dimensional scanning ultrasound probe when the endoscope is strongly curved or when the forceps table is raised. Push and pull with strong force or sudden action may lead to image distortion or damage to the ultrasonic probe for three-dimensional scanning." Olympus will continue to monitor field performance for this device. In addition, there was a twist in the sheath on the insertion part. Per the legal manufacturer, this device defect has no potential to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
The customer reported that, during preparation for use, the ultrasound echo image from the subject device was distorted. The planned procedure was completed using another similar device. There was no effect on the patient due to the event. The subject device was sent to olympus for evaluation. During inspection and testing, there was leakage of the ultrasonic medium from the insertion tube and blood had infiltrated the inside of the tip sheath. This report is being submitted for the malfunction found during evaluation (leakage of ultrasonic medium and infiltration of blood).